Manufacturer narrative:
G2. The report source for this event has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was currently used to deliver bupivacaine and unknown morphine and previously used to deliver prialt (ziconotide). It was reported that the patient had been having issues "for about 3 months now with terrible pain". Per the reporter, it seemed like something was not working correctly and the patient wouldfeel good for about 5-6 days without much pain and "then all of a sudden they go to the emergency room (ER) 3-4 times because the pain is so unbearable and they can't stand it". Per the reporter, it "seems like the patient is not getting the medicine but he is". The reporter mentioned that, at one point in time, it felt like the patient got too much medication at once and they went to the ER during that one, and they measure the medicine to make sure they were using whatever the programmer said was supposed to be left with and "it was close" but it feels like it's 36-48 hours that they feel really bad. This happened about every 6-7 days. Patient services asked if this was breakthrough pain and the reporter stated that it was tolerable for 5-6 days and "then it is like flipping a switch and everything is working" and the patient "hurt so bad that t hey cannot get out of bed or eat or anything". The reporteralso mentioned that they had tried changing the medication some and the surgeon went to him in the previous week. The patient had magnetic resonance imaging (MRI), a myelogram, and a couple x-rays and they said that "nothing surgically can help". The patient representative could not cook anything "because all these smells make the patient sick". They were supposed to talk to each other this friday after going to a doctor visit. The reporter confirmed that were no falls or trauma. The issue was not resolved through troubleshooting. The reporter was redirected to the healthcare provider (hcp) to further address the issue. Patient services reviewed to have the catheter checked and the reporter mentioned that the home infusion representative "did a report" and they "didn't see anything that said stalled things" and "maybe there is a kink somewhere and to check for that". It was noted that the patient had a spinal cord stimulator and didn't have to use that when the pump was working. The patient also had foot pain and had a laminectomy to "give the nerves some more room". The patient had an epidural 2-3 weeks ago and that helped for 3 days and "then the pain came back with a vengeance". The reporter mentioned that the patient had back surgery on 2024-12-16 and it seemed that, since then, has had issues. The pain was better on good days but worse on bad days now. The reporter also mentioned that, one time the patient was lying in bed and his back popped and he felt so much better afterwards and couldn't walk as his legs were so wobbly. The reporter stated that they thought, at times, the patient would get too much medication at one time. It was noted that the patient got pneumonia and the flu after surgery. The reporter also stated that the patient had an infection and was given " a bunch of medication for this all". The pump was covering all the pain until january. The reporter stated that, back in november-january, the patient had prialt and it made the patient feel bad. They had to remove that drug, as the patient did not respond well to it. They planned to go see the hcp on friday.